Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture and an x-ray revealed the lead had microdislodged. A revision procedure was performed; however, the lead could not be repositioned due to helix extension issues. The physician suspected the helix was broken. Additionally, fluoroscopy identified tissue in the helix mechanism. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.